Manufacturer narrative:
Section e1: reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a fiber in the ophthalmic viscoelastic device (ovd) that was injected into the patient's eye. Intraocular lens (iol) was fully inserted into patient's eye. Patient is fully recovered. There was no any patient injury. The foreign body was removed with a cannula. The patient had been followed up by surgeon weekly and patient was doing well. No further information was provided.